Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuitry was found to be damaged. The cause of the damaged high voltage output circuitry could not be determined.

Event description:
It was reported that during device replacement procedure due to eri, a test shock was performed before implantation. Test shock was failed due to an error message of possible damage in the output circuit. Lead damage was suspected. Device was explanted and replaced. Patient's ;condition was good before and after the procedure.

Manufacturer narrative:
Correction: physician¿s name is (B)(6).